Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/14/2020. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color/product code cartridges were used? Does surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were any issues noted with device to include staple form? Can details be provided on technique used for gj and jj? What is the current patient status?

Event description:
It was reported that the doctor was performing a gastric bypass with a plee60a stapler on (B)(6) 2019 and there was a significant amount of intraoperative bleeding and oozing from all staple lines, requiring extra cautery, surgical staples and tisseel. The patient had an extended length of stay after the procedure was completed. No product will be returned. This is all the information known/available regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/27/2020. Additional information received: recent conversion from medtronic to ees in (B)(6) 2019. Surgeons converted to manual echelon device. Bariatric group doing about 500 cases per year. Docs transitioned to powered in (B)(6). Bariatric coordinator reached out to rep recently that the doctors had three post-operative bleeds ¿ they had never seen this with medtronic or the manual staples. 2 out of the 3 they could not find the site of the bleeding and could not necessarily blame the stapler. The sleeve where tisseal and clip appliers were used required multiple blood transfusions ¿ surgeons could still not determine if these issues were related to the stapler. Customer is questioning whether or not the post op bleeds could be associated with the stapler. Procedures are being done robotically ¿ pa fires the staplers. Cartridge selection ¿ sleeves ¿ green, gold, blues ¿ 4 or 5 total firings ¿ using buttressing (gore seam guard) and tisseal ¿ intraabdominal bleeding. Bypass ¿ blues for the pouch ¿ with buttressing ¿ jj they are using buttressing with white on one side ¿ naked white for the common channel. Surgeons wait 10-15 seconds. Mix of pulse firing or single firing. No staple malformation noted. When using medtronic in the past the surgeons were using purples for the pouch and tans for the jj and in sleeves ¿ black, purple tans.